Manufacturer narrative:
The review of the inspection records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. There is no evidence to indicate a device issue. Operative report is pending to analyse. Investigation still in progress. Conclusion not yet available. Device sent to external laboratory.

Event description:
Mobi-c p and f us : revision due to unknown reason. Informations received on june 22nd, according to the distributor, a surgeon requested two implants retrieval kits. Complaint report and operative report received on aug. 08th 2018. Patient complained of pain, was determined to be facetogenic pain, tda was replaced with acdf. During surgery, fibrous union found between the implant and the bone.

Event description:
It was reported that a revision surgery was performed as the patient was experiencing facetogenic pain post-operatively. During surgery, a fibrous union was discovered between the implant and the bone. Additionally, the patient's bone had not integrated with the endplates. The initial tda was replaced with an acdf and the surgery was completed without further issues. This is report two of two for this event.

Manufacturer narrative:
Correction to: a1, a2 (age), b1, b2, b3, b5, b6, b7, d1, d2 (common device name), e1, e2, e3, e4, g3, h3. Additional information: a5, d4 (UDI number), g5 (PMA/510k), h6 (patient code, device code, method, results and conclusion codes). The device was not returned to manufacturer for evaluation, however, it was returned to the supplier. The supplier evaluation found minimal damage and marks consistent with minimal wear. The polyethylene insert of the device demonstrated damage consistent with possible impingement. Without product return, no conclusions regarding the cause can be drawn. A review of the DHR did not find any issues which would have contributed to this event.